Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient who was implanted with this device recently contacted boston scientific and stated that the device was not working and the patient had experienced trouble with it. Of note, this allegation came in 10 years after the device was explanted by another manufacturer. There were no adverse patient effects reported.